Manufacturer narrative:
(B)(6).

Event description:
The hospital medical engineer (me) reported that blower temperature high alarm occurred. The customer reported that the unit was in use on patient, but there was no patient harm reported. There was neither delay in therapy nor medical intervention reported due to the reported event. The customer contacted product support and requested for the sales rep to bring an alternative unit after end of use of the unit. The unit kept operating when the alarm occurred. The sales rep arrived at the hospital. He confirmed that they had finished using the unit and replaced it with a v60 that he brought. The unit was brought to the hospital on 4/5 and they have not cleaned/replaced the filter after that. No patient information was disclosed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service technician reported that a test run was performed, but the reported issue was not duplicated. Since occurrence record of "check vent: blower temperature high" was confirmed in the event log, the blower was replaced to prevent recurrence. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the customer complaint cannot be verified. The returned blower operates normally without errors. No fault found.